Event description:
As reported by the sales rep, a pt ( very large adult female with acute mi) hemorrhaged post-procedure and expired. The procedure (left heart catheterization) had utilized a boston scientific convenience kit. The date of the procedure was not known. When contacted for add'l details, the hosp (sue ellen ellzey) indicated that the pt had hypotension. They did not feel that the boston scientific products were responsible for the event. They declined to provide add'l info including the date of the event. No device samples are being returned.

Manufacturer narrative:
Upon contacting the cath lab manager, no add'l details are able to be obtained, including date of the event and lot number of the reported device. The lab manager has indicated that the boston scientific product is not being considered as the cause of the event. We are unable to conduct a failure analysis as no product is being returned for eval. The root cause of the reported event is unable to be detrmined. Should add'l details become available, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submisison is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury. Gcs2 # 24602.